Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code 16, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Technical support arranged to replace the pump and instructed the customer on how to put it into storage mode before returning it, with a pre-paid label provided for the return within ten days.